Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
A flexiva 200 tractip laser fiber was received for evaluation. Visual examination of the returned laser fiber revealed that the exposed glass tip measured 2.0mm and appeared used. Examination under magnification revealed that the condition of the glass tip was consistent with a fracture, indicating that the tip or portion of the tip broke off. There were also signs of normal degradation, suggesting that the fiber was used during the procedure after the initial fracture. There were no signs of damage or other imperfections noted along the laser fiber¿s body. Functional analysis revealed that the ¿attach laser fiber¿ message cleared from the console after attachment, indicating that the fiber was recognized by the laser unit. The aiming beam exiting the distal end of the fiber was bright, clear, and slightly scattered with an effective transmission of 67.2%. The condition of the returned device confirms the reported event. The noted damage indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicate that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation on (B)(4) 2015 that a flexiva 200 tractip laser fiber was used during a lithotripsy procedure in the ureter performed on (B)(6) 2015. Reportedly, the laser unit used was a lumenis versapulse powersuite 100w with 1v x 10hz settings. According to the complainant, the laser fiber was able to break the stone. However, when the fiber was withdrawn from the patient, they noticed that the ball-tip broke off and remained inside the ureter. The physician attempted to remove the broken fragment using a basket but it was not able to be retrieved. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation on july 14, 2015 that a flexiva 200 tractip laser fiber was used during a lithotripsy procedure in the ureter performed on (B)(6) 2015. Reportedly, the laser unit used was a lumenis versapulse powersuite 100w with 1v x 10hz settings. According to the complainant, the laser fiber was able to break the stone. However, when the fiber was withdrawn from the patient, they noticed that the ball-tip broke off and remained inside the ureter. The physician attempted to remove the broken fragment using a basket but it was not able to be retrieved. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.